Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system on-site, analyzed the log files and identified an issue with the amc drive. The fse replaced the amc triple servo drive hp-lp-lp to resolve the issue. The system was returned to use in good working order and ready for clinical use. Further analysis of the amc triple servo drive is not possible as the part is unavailable. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the geometry movements could not be performed. The device was in clinical use at the time of the reported event. N o harm was reported to philips. Philips has started an investigation of this complaint.